Manufacturer narrative:
A1, patient identifier (in confidence) - no patient specific details have been provided. Therefore, data provided reflect gore's internal number for this case. A review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted. Therefore, an engineering evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025 a 30 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). Reportedly, atrial fibrillation was diagnosed (B)(6) 2025 and the patient was subsequently treated first with antiplatelet medication (clopidogrel, aspirin), followed by blood pressure lowers (bisoprolol) and anticoagulation medication (rivaroxaban). On (B)(6) 2025, the patient was found to be intolerant to bisoprolol and was therefore started on calcium antagonist medication (diltiazem). I was additionally reported that the patient was well now, in sinus rhythm and less fatigued. Further follow-up would include post-procedure monitoring with a 6/12 holter device.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed: h6, medical device problem code: replaced a010102 with a0101. H6, type of investigation: added b20, b14, b11. H6, investigation findings: replaced code c21 with c19. Code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device could not be performed. H6, investigation conclusions: replaced code d16 with d15. No additional information was received for this patient. Based on the incident description and the subsequent investigation, gore is unable to determine the cause of this incident and assign a root cause.